Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath breakage because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause is the procedure was attempted through the recurrent radial artery which is a smaller access site and difficult anatomy to navigate, leading to difficulty when removing the sheath. The device history record (DHR) could not be reviewed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).

Event description:
The user facility reported that they has a (st elevation myocardial infarction) stemi percutaneous coronary intervention (pci) case with access via the right radial with a 6fr x 10cm glidesheath slender. Treat culprit lesion in right coronary artery (rca). They attempted to engage left coronary artery (lca) to image and treat, if necessary. However, anatomy was challenging and could not engage. They prepped a destination slender and advanced over guidewire, it advanced smoothly until tip of sheath reached shoulder region. It could not be advanced further or withdrawn. After a while they gained femoral access in attempt to get sheath unstuck without success. Further ballooning and pulling allowed sheath to be withdrawn to elbow area, at which point the sheath snapped leaving part of the sheath in patients' arm. Patient was sent to vascular surgery to have remaining portion of sheath removed and vessel repaired. Patient spent additional few days in hospital and was discharged home to recover. The estimated blood loss was less than 250cc. The original procedure for stemi pci was successful. Additional information was received on 29 mar 2023: the initial access was through a recurrent radial artery, not the primary radial artery. Recurrent radials tend to be smaller. It did not appear to be an issue until they tried to advance the destination slender sheath. The tip of the sheath became stuck in right subclavian in shoulder and they could not advance or remove. Femoral access was obtained to finish intended percutaneous coronary intervention (pci) of the left coronary artery (lca). They tried to wire and balloon downside of destination slender (ds) from femoral approach, used rotaglide to try and free the sheath, tried to snare and pull sheath, all unsuccessful. The patient was sedated and eventually anesthesia came to fully sedate patient and that seemed to help with withdrawal of sheath. However, the sheath snapped in the forearm. Imaging showed extravasation where distal end of recurrent radial attached to brachial. Physician believes that vessel was avulsed. They used a temporary balloon catheter from femoral approach to tamponade bleeding. It remained inflated for 40 minutes which seemed to largely stop bleeding. Patient was sent to surgery to have remaining sheath still in forearm removed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.